Event description:
On (B)(6) 2015, leica biosystems received info from the laboratory that re-biopsy of six pts was required. The age, gender, and identifier for each of the re-biopsied pts were provided.

Event description:
The device manufacturer provided additional conclusion information as a result of the incident investigation. The failure in this complaint involved the instrument's liquid level sensor (lls) which was stained with tissue marking dye. The dye then prevented the lls from functioning correctly. The user facility did not properly follow manufacturer recommended liquid level sensor maintenance instructions.

Event description:
The device manufacturer investigation is concluded and determined that the user facility did not properly follow manufacturer recommended maintenance instructions. No failure was detected with the instrument.